Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a case of externalized conductors on the lead when the patient presented for gen change due to normal eri. The patient was asymptomatic. Based on the review of the fluoroscopy the conductors appear to be externalized. The lead was capped and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 20.0cm was returned for analysis. External insulation abrasion was noted at 5.3-5.8cm and 13.5-14.2cm from the connector pin, consistent with lead friction tot he ICD can. The etfe coating was intact at these locations.